Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the top injection site during use. The following information was provided by the initial reporter, translated from french to english: blood leakage through the injection site on the top of the catheter. Occurred already on another device. Clinical consequences: device used anyway as it's still hermetic when closing the cap.

Manufacturer narrative:
H.6. Investigation: as no photo / sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. Therefore the root cause cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the top injection site during use. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leakage through the injection site on the top of the catheter. Occurred already on another device. Clinical consequences: device used anyway as it's still hermetic when closing the cap.